Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the device producing the alarm and requested onsite service by a field service engineer (fse). The rse recommended that the customer replace the flow sensor assembly (fsa). This investigation is ongoing.

Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of the event reported under MFR report # 2518422-2024-02667. This report is being redacted and any additional information will be submitted under MFR# 2518422-2024-02667.